Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock impedance measurements on the right ventricular (rv) channel. A review of device data indicates a small rise in average rv shock impedances since the system was implanted approximately nine months ago but no noise is present on the rv channel and rv pace impedances are stable. The products remain in-service at this time. No adverse patient effects were reported.